Event description:
It was found that the scale was inaccurate due to malfunctioning load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.